Event description:
On (B)(6) 2013, the patient reported he has experienced leaking around the self-adhesive at his infusion site. He discovered the leak when he checked his blood glucose level and found that it was elevated to 300 mg/dl. His target level is around 125 mg/dl. The patient attempted to bolus to correct the elevated level. Follow-up with the patient revealed that his blood glucose level returned to normal after changing the infusion set. The patient stated that he did not think that the leaking was due to poor absorption, but was product related. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was discarded; therefore, no product was requested to be returned for product evaluation.

Manufacturer narrative:
No product was returned for evaluation. Lot/serial number is not available. Therefore no investigation was possible. Product not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product was available to be returned.